Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was seizing was not confirmed. Therefore, an assignable root cause was not determined. However, during repair it was determined that the device failed pretest for visual assessment and the failures found during service and repair have been confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. Correction: d9: the date returned to manufacturer was documented as march 3, 2021 on the initial report. This date has been updated to march 15, 2021. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
F information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the handpiece device was overheating and seizing when used with the attachment device. The reporter did not indicate that the attachment device was overheating. During in-house engineering evaluation it was determined that the attachment device had bearing damage, foreign substance and debris, and vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.